Manufacturer narrative:
D4 lot# corrected; h6 device code changed. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received drill shows significant signs of usage. The drill was found to be broken close to the tip. The cutting edges of the drill appeared to be slightly dull. The breakage surface reveals a relatively smooth surface and absence of any plastic deformation. This confirms a brittle fracture due to high bending load leading to a forced fracture. As per the dimensional inspection, the returned drill was found to be within specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the failure is user related. Manner of breakage indicates that the breakage of the drill most likely happened due to a bending overload during the surgery. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that : "during the procedure, while drilling the gamma nail lock, the drill bit broke off and remained in place in the femur. The attempt to remove it was unsuccessful. As a result, the device had to be changed and the operation time was longer than expected." It was further reported that the surgical delay was slight. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The customer reported that : "during the procedure, while drilling the gamma nail lock, the drill bit broke off and remained in place in the femur. The attempt to remove it was unsuccessful. As a result, the device had to be changed and the operation time was longer than expected." It was further reported that the surgical delay was slight. There were no reported adverse consequences to the patient.